Event description:
Loss of suction; pump takes a long time to start suction process and no alarms are working.

Manufacturer narrative:
Patient impact/involvement uncertain at this time; follow-up communications are under way to obtain any additional information available. Smith & nephew is actively investigating the information provided; results of investigation will be provided in a supplement report.

Manufacturer narrative:
This complaint is deemed unconfirmed. A preliminary evaluation on 21 february 2014 revealed no anomalies or problems were noted, the pump passed all functional tests and was found working within specifications. The unit was then sent to the (B)(4) service center for further evaluation. Based on device age and cost effectiveness it was decided to decommission the device and stop further servicing. (Refer to ra#206640-003). Based on the complaint report it is uncertain what type of alarm was expected. The complaint states ¿no alarms are working¿, however, there is no indication or references to any condition in the npwt (negative pressure wound therapy) system or testing performed that could be associated with an alarm condition (e.g. Leakage, blockage). The root cause for the reported issue is deemed undetermined. Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Loss of suction; pump takes a long time to start suction process and no alarms are working.